Manufacturer narrative:
Additional information: the fragment was removed from the patient 7 days post initial procedure. The physician was able to declot the fistula after surgical removal of the obstruction device evaluation: the fortrex 0.035in otw pta balloon catheter was received for evaluation within a tyvek pouch that contained two separate plastic pouches. In the nested series sealed biohazard pouches was a zippered closure plastic pouch that contained the balloon catheter and 7fr introducer sheath. A nested series of zippered closure plastic pouches contained a specimen jar that contained the distal segment of the fortrex balloon catheter. No cine images from the procedure were received for evaluation. All components of the fortrex balloon catheter were accounted for. The proximal segment of the balloon catheter included the y-manifold, the catheter, proximal balloon bond, inner guidewire lumen, and both radiopaque marker bands. The balloon chamber material separation face is a radial/circumferential tear. The inner guidewire lumen exhibits tensile stretching and necking down. The damage is consistent with the balloon chamber material bunching up at the mouth of the support catheter during the withdrawal. The distal segment of the balloon catheter included the distal segment of balloon chamber material, and the inner guidewire distal tip. The balloon chamber material was bunched up over the distal tip. The balloon chamber material exhibited both radial and longitudinal tearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a fortrex balloon with a non-medtronic 7f x 7cm (boston) and a 0.035 guidewire (boston) to treat a moderately calcified fibrous lesion with 80% stenosis during avf angioplasty accessed through the proximal left cephalic arch with in-stent stenosis. Lesion length and artery diameter were respectively 40mm and 12mm. The device was inspected prior to use and was reported to be in normal and acceptable condition. The device was prepped as per the IFU with no issues identified. An inflation device was used (bard presto). No resistance was experienced during the advancement with the device and it did pass through a previously deployed stent. A circumferential burst was reported during device inflation at 10 atm. Many attempts were made via 2 access points to retrieve the balloon material but they were not successful (dialysis access graft thrombosis and occlusion occurred, rendering the access not usable). The burst of the balloon and subsequent embolization of the left-over balloon material has left the patient¿s dialysis access graft occluded. No excessive force was used. Fragments remains in patient. No attempt to snare the fragment was made because the fistula had thrombosed due to the occlusive nature of the balloon fragment. Further treatment for the patient is pending. The thrombosed fistula will require a surgical excision of the fragment with possible declot at a later date. The patient is reported to be stable currently.